Event description:
Original report, "disinsertion of chamber." Follow up findings: information has been received to indicate that the access port was replaced with a new one. However, the exact cause of why the access port was replaced is unknown. Follow-up findings: healthcare professional at facility confirmed access port removed for "leak of access port."

Manufacturer narrative:
Strain relief. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Analysis noted a smooth linear opening with leakage in the port tubing junction consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. See related medwatch report number 2024601-2013-00404. It was during the investigation of this report that allergan received the event associated for a device returned in 2003 without information. The serial number of the original band is unknown. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."